Manufacturer narrative:
Visual examination of the returned part does not show any overall gross deformation. Functional analysis of the adjustment blocks confirmed the complaint.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the alignment block did not work properly during surgery. There was difficulty setting the correct position of the implant. As a result, the implant was positioned a little higher than was planned. No additional patient complications were reported.